Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, the cut was observed. Functional testing, clear passage and pressure testing were performed with no issues identified. During leak testing a leak was observed. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from a crack in the tube between the second and third port. This was noted during priming with 0.9% saline solution. There was no patient involvement. No additional information is available.